Event description:
It was reported that the patient was unable to adjust their stimulation. The patient was unable to access their other programs. The patient had their programmer replaced on (B)(6) and since then they could only access their current program. The programmer needed programming to get access to the other programs. During the week prior to the report the patient had a lot of loose bowels and dripping and they were constantly moist. The symptoms had a gradual onset. The patient was hoping to try a new program but realized that it was not available. There was no known accident or incident related to this complaint. It was further reported that the patient still had concerns with their device or therapy but had not sought further help. The patient had an appointment on (B)(6) 2014 and would have an appointment on (B)(6) 2014. It was later reported that the patient¿s symptoms had returned. The patient was having a lot of heavy bowels and all the time they were having bowels come out. If the patient passed gas they were there, and if they got up and walked they were there. This had been going on for about 10 days and the patient had not had any falls or trauma. It was light at first and now had gotten heavier and it was a sudden change. Since the device was implanted the patient¿s bowels had moved at night. The patient would get up 3 to 4 times a night but just a couple of days ago they were up from 1 am to 6 am. The patient had been up a lot at night over the last 10 days and when they called their health care provider (hcp) they told the patient to increase stimulation. Increasing stimulation didn¿t improve the patient¿s symptoms and after implant the patient was on the second program. The patient left the device on the current program because they were not having many issues. The patient was having some problems at the beginning of october so they went to see their hcp and got the rest of their programs put on the patient programmer and the manufacturer representative was there too. The patient was on program 1 for a week and it didn¿t help with their symptoms. Program 3 hurt the patient so they put it on program 4 the other day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the device implanted a year ago in december for their bowels. Recently the patient had been getting a lot of bowel leakage and it was irritating their bottom. This had been happening on and off during the month of december and the patient wanted to know if this was normal and what they should do. The patient just saw their health care provider (hcp) last week and discussed these issues, and the hcp thought the patient didn¿t have the stimulation up high enough. When the patient increased stimulation, if they went up very high, it hurt the nerve back there and this had been since implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they took the patient's rectum out and rebuilt it. They hurt some sphincter muscles and this was why she did not have any control of their bowel. This pre-dated the implant of the implantable neurostimulator (ins). The patient went through six weeks on a bag and then the health care professional (hcp) took it out and put an ins system in. The patient did not feel stimulation. The therapy was on and the situation was not resolved. The patient had a spot the size of an eraser in their rectum. They checked it and it came back ok. They went in deeper and they questioned it being cancer cells. The patient had radiation and chemotherapy and it destroyed part of her small intestine. She had surgery on the small intestine and had 12 inches removed in (B)(6) of 2014. The patient was instructed to keep a voiding diary by the hcp but she had not. The hcp felt it gave the patient relief but the patient did not know if she was getting any relief. She was getting stimulation in the appropriate sensory spot. The amplitude was increased and they felt it in the correct area. The patient was on program 2 at 3.8 volts and she increased to 4.5 volts. She originally started on program 2 and tried program 1 and program 3 but did not like them. She got up at night 8-10 times. The patient's medication was causing dry mouth and lesions in the mouth. The reported symptoms were diarrhea, not having a full night sleep, and different things she ate bothered her. The patient had a couple of blockages and had surgery for it. They were given a vitamin b shot. The patient also took thyroid medication and everything went straight through her. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).